Event description:
It was reported that patient presented in remote follow-up. Review of transmission noted that insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. Patient condition was stable.

Event description:
New information noted that icm was explanted.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Analysis of session record was performed and high current was noted. Device was cut open for measurement. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A longevity calculation was performed and found the battery depletion was premature.